Event description:
Philips received a complaint by the customer on the v60 indicating that the device (software version 3.20) was not going into standby mode. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was removed from service. The customer called technical support to report that the device (software version 3.20) was not going into standby mode. The customer replaced the data acquisition (da) printed circuit board assembly (pcba) and cable, but the issue remained. The remote service engineer (rse) found that the average air standard liters per minute (slpm) readout on the pneumatics screen was -1.9 when set to zero and advised the customer to perform flow sensor zero calibration to see if it brings the reading into tolerance of -1 to 1; if not, the rse recommended that the customer should replace the flow sensor assembly and provided the customer with the part identification (ID) and price of the replacement flow sensor assembly for repair. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response received 23sep2025, the customer ordered and installed the replacement flow sensor assembly and performed flow sensor zero calibration and after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.